Event description:
A vns treating physician reported that their was a vns patient showing high lead impedance on his generator. When system diagnostics were performed (high lead impedance >10000 ohms) was noted. The patient's device was disabled at that time and they were referred for x-rays. The physician reviewed the x-rays and didn't notice anything. At this time they have not been sent to the manufacture for review. The patient is a wrestler at school and specifically noted that on (B)(6), he got a really strong jolt twice in the neck while wrestling. The patient now reported that he could no longer feel the stimulation during normal mode and magnet mode, but when did a magnet swipe in the appointment, he had some voice alteration, which is normal for him. The physician initially believed that the patient wasn't getting any efficacy from the therapy since there wasn't a change in the seizures, but since (B)(6), the patient has had an increase in his grand mal and petit mal seizures (baseline above). The parents feel that the patient was receiving efficacy from the therapy. No surgery is planned at this time.

Event description:
An update was received in regards to the patient. Their device has been disabled for about a month, and is going to be left off for now. The family feels the vns may not be beneficial for the patient's seizures; however, their treating physician feels it is beneficial since their medication has been increased since the high impedance/device disablement occurred. Since the family feels it has not been beneficial, they have elected not to have the patient's device replaced at this point. In three months, the patient will have an eeg to evaluate if anything has changed. At that point, it will be decided if a replacement will occur.

Event description:
The site feels the patient not feeling their stimulation is related to their high impedance and seizures are possibly related, but still under investigation at the site. X-rays were received for review. The generator is present in the left chest. The lead wires appear intact at the connector pin. However, the connector pins do not appear to be fully inserted in the x-ray images provided. It appears that one feedthru wire may be bent, but since there is only one angle of the x-rays with the feedthru wires visible, it is unable to be assessed whether the wires are intact. The electrodes appear to be in the correct orientation, but the strain relief is not placed per labeling. A strain relief bend is present, however no strain relief loop is present. The first tie-down is placed lateral to the anchor tether, and the second tie-down is placed lateral to the strain relief bend. However, there is no tie-down securing a strain relief loop. There is a portion of the lead not visible upon the superior portion of the generator, so continuity in that portion of the lead cannot be assessed. There were no acute angles or lead discontinuities seen in the visible portion of the lead body. Based on the x-ray images provided, the cause for the reported high impedance is possibly attributed to the connector pin not being fully inserted into the connector block but unable ot be confirmed as only one view reviewed. In addition, it cannot be assessed whether the feedthru wires are intact. The presence of a microfracture in the lead or a lead discontinuity in the portion of the lead that was behind the generator cannot be ruled out. Surgery has not been scheduled at this time.

Event description:
The patient's explanted lead was returned for analysis and is pending completion. It was noted that it was reported that their lead was broken and the patient was having a shock sensation in their neck on the return product form.

Event description:
The generator was returned for analysis. Results of diagnostic testing indicated that the battery status indicated ifi=no in the pa lab. The battery voltage was 2.951 volts, (not at ifi) as measured during completion of test parameter 7.16.10.2 of the final electrical test. The data in the diagaccumconsumed memory locations revealed that 41.803% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. An analysis was performed on the returned lead portions. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 88mm portion what appeared to be rust-like deposits and pitting were observed on the connector pin surface. Visual analysis was performed and identified evidence of pitting and deposits on the surface of the connector pin. A definite cause for the pitting could not be determined based on the lead portion returned. The condition of the remaining portions of the returned lead is consistent with that which typically exists following an explant procedure. No other obvious anomalies were noted except for the setscrew marks observed near the end of the connector pin, indicating the connector pin had not been fully inserted into the cavity of the pulse generator at one time. The marks are evidence of a potentially insufficient mechanical contact between conductive surfaces of the generator and connector ring, resulting in a suspect electrical connection to the lead. However, based on the location of the setscrew marks on the pin, it is unknown whether a good electrical connection was present for the connector ring. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portions of the device. Note that since the electrodes array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Device history review was performed and all items signed off on prior to distribution.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. A lead pin not being fully inserted into the header of the generator cannot be confirmed. Additionally filter feedthrough wires could not be assessed fully.

Event description:
The patient had full revision surgery performed on (B)(6) 2013. Their explanted products have not at this time been returned for analysis.

Manufacturer narrative:
.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.

Manufacturer narrative:
Suspected medical device: 1, 2, 4 corrected data: updated to generator information. Device manufacture date (mo/day/yr) corrected data to generator information.

Event description:
Additional information was received that since the patient's vns has been disabled the patient has been having an increase in seizures. The patient will have surgery scheduled to check the lead pin and possibly a full revision. Unknown at this time if the battery will be replaced. At this time no surgery date is set.